Event description:
Additional information received from the consumer reported that the patient had noticed a fluid pocket building up at the lead incision site after the nurse took off the sterile adhesive strips on (B)(6)-2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient implanted for rsd/causalgia-complex regional pain syndrome and spinal pain reported that she had fluid on her spine where the lead was since implant. It was drained on (B)(6) 2016. There was a little bit of fluid that had built back up in there but not enough to drain it. Additional information received from the patient in response to follow-up reported that the fluid had not been addressed since the first time. At the patient's next appointment, it was going to be looked at and would be drained if bigger.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient was seen in the clinic and was assessed. It was noted that the lead incision site fluid pocket resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.